Event description:
Add'l info rec'd from MFR 9/03/04: a thorough review of the donor's charts, including processing documentation and cultures, by the supplier showed that this product was produced and labeled according to existing procedures and met release specifications. Final packaging cultures and destructives conducted by the supplier were also found to be negative. Futhermore, an investigation into this event was performed by the center for disease control and prevention (cdc). Based on the info the cdc obtained, they stated that the evidence suggests that this was likely not an allograft associated event. Attached is the final report from the cdc.

Event description:
Pt had a posterior spine fusion with instrumentation and iliac crest bone graft for idiopathic scoliosis. Demineralized bone matrix allograft was placed in the iliac crest donor bed prior to closure. No drain was placed. On post-op day 17 the incision started draining pus. No fever. Pt had a deep infection down to the iliac crest. Pt has required two irrigation and debridements, and will need four weeks of IV antibiotics.